Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; section d references the main component of the system. Other medical products in use during the event include: sw kit 9735737 stealth s8 cranial (software version: 2.1.0) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that navigation was off by approximately 1 cm. A manufacturing representative (rep) noted that navigation was accurate until the patient's scalp was opened for the procedure. The site could not register the patient at the time of report. The probable cause was noted to be that the reference frame was possibly bumped or there was patient shift. There was no reported patient impact.

Manufacturer narrative:
H3/h6 - a manufacturer representative went to the site to service the system. Testing found no fault with the system. Software evaluation based on case details was performed. As per the case description, the site reported that the navigation was off by approximately 1cm. It is also confirmed that the navigation was accurate till the patient's scalp was opened for the procedure. Based on the information provided, suspect movement of anatomy relative to frame might have caused the reported inaccuracy, but there is no way to confirm this. Evaluation codes b01, c19, d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.